Manufacturer narrative:
Investigation: the complaint of z6ms transducer producing an error message during an exam was investigated. The defective transducer was returned, and an investigation was performed. The original system error found during the exam could not be reproduced, but a different system error was found during system test. The cause of the issue was determined to be a gastro flex thermistor fault, which is related to design. Through a corrective & preventive action, improvements to the gastro flex were initiated and implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia was about to undergo an open heart surgery. The doctor was preparing to start the surgery when the transducer produced a usacquisitionhw-40 error message. The doctor attempted to reconnect the transducer to another port; however, the same error message was received. The transducer was withdrawn and a new transducer was reinserted into the patient to continue and complete the surgery. There was a delay of 20 minutes while the replacement transducer was retrieved. There was no loss of data and there was no patient adverse event reported. No additional information was provided.